Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the thermogard xp ivtm system (serial #: (B)(4)) displayed "tcm ID:02" (ce danfoss error) during power-on-self-test. No consequences or impact to patient.